Event description:
It was reported that this right ventricular (rv) lead was unable to successfully be implanted due to helix extension and retraction issues with high impedance measurements. This lead was removed and expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to successfully be implanted due to helix extension and retraction issues with high impedance measurements. This lead was removed and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes the device was subjected to and passed the hipot and continuity testing. This lead was noted to have a deformed helix upon receipt in the laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (more than 1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Product investigation confirmed the reported observations. The lead behavior was attributed to an unintended use error caused or contributed to event.